Event description:
The customer reported obtaining low quality control and patient results for ion selective electrode on sodium, potassium and chloride on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found multiple issues, which included the dilution pot malfunctioned, and the buffer nozzle and mid standard nozzle leaked. In addition, the reference electrode fluid had debris and bubbles were in the buffer dispense. The mix motor was intermittently failing. The fse replaced the dilution pot, buffer valves, mixing bar, mix motor, electrode cables, reference electrode and tubing to resolve the issue. Fse adjusted the fitting for the mid standard nozzles and the buffer nozzles. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The failure mode for this event is multiple hardware parts. Section a2, a4, and a5: information not provided by customer. Section e1: initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).